Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death was unable to be determined. The reported patient effect of death is listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿outcome prediction score for mitral transcatheter edge-to-edge repair in patients with concomitant significant tricuspid regurgitation.¿

Event description:
This is filed to report patient death. It was reported through a research article that 217 patients underwent mitral transcatheter edge-to-edge repair (teer) and a risk stratification tool was derived for patients undergoing teer for mitral regurgitation while exhibiting significant tricuspid regurgitation (tr). One year following intervention, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿outcome prediction score for mitral transcatheter edge-to-edge repair in patients with concomitant significant tricuspid regurgitation.¿